Event description:
The facility reported an infusion that turns on and off at random. The reported event occurred in the clinical engineering dept. The hospital rep stated they have no record of any pt incident involving this pump since the last baxter service event.